Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a low anterior resection procedure, the device deployed and formed only the first 1/3 of the staples but cut completely. There were no anomalies noticed during preparation and placement of the device. This issue occurred at the second firing of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.